Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. There was blood noted in the marker lumen tube, therefore, the reported no pulsatile flow was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy close of the right common femoral artery was attempted using a proglide device with a 6f sheath after a peripheral stenting procedure. Reportedly, the proglide device was advanced into the right common femoral artery, but no pulstile blood flow was seen from the marker lumen. A second proglide device was used and hemostasis was achieved. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.